Manufacturer narrative:
UDI# (B)(4). Product evaluation: failure analysis for fiber (B)(4): the glass cap shows a circumferential fracture on the distal side of fiber/cap fusion zone at the bevel edge; the fiber proximal to fracture can rotate independently of outer flow tubing; the distal tip of glass cap and metal cap are detached and returned; the glass cap exhibits severe devitrification at output window; the metal cap exhibits mild char on surface; the outer flow tubing open end exhibits signs of slight melting, and moderate contamination, likely biologic. Based on device analysis, the potential for forward firing may exist. Probable root cause: based on the device analysis, the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber.

Event description:
Additional information: first fiber: 127,000 joules used and 15 minutes expended. The tip of the fiber was not cleaned during the procedure.

Event description:
It was reported that during a bph surgical procedure it was observed that the "fiber tip came off". The fiber was exchanged and the second fiber was used to complete the procedure. Patient outcome: "ok". There was no further information reported.